Manufacturer narrative:
One cadd® cadd-legacy® pca pump was returned for analysis in good condition. The customer's stated problem was verified. The device was powered up with double beeping. The downstream sensor was replaced. The failure mode was determined to be inoperable - double beep - no cassette attached. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® pca pump double beeped no cassette attached. No report of any patient involvement.